Manufacturer narrative:
Damaged knife and low instrument pre-load force. Evaluation summary: instrument a was received loaded with a fully fired cartridge that had the spring cartridge lockout bent. This damage is consistant with a spent cartridge that was attempted to be re-fired. The instrument was tested for functionality using a test cartridge and fired all the staples with a proper b-form shape without any difficulties noted. The event described could not be duplicated. Insrument b was received with no cartridge present. The instrument was tested for functioality with a test cartridge and fired all staples as intended. The event described could not be re-created as the staple line had a proper staple formation. However, the cut line was noted to be jagged due to a damage knife, which was found to be unrelated conconformance. In addition, the instrument was noted to have low instrument pre-loaded force, which is consistent with damage observed when the instrument is clamped on tissue that is thicker than indicated.

Event description:
During a laparoscopic gastric bypass procedure, the staple line wasn't secure, and the tissue opened. The staples were mangled looking. There was no patient consequence.